Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the power on button did not work. Upon troubleshooting fse found error with the review module as power on button was intermittently failing. The defective parts were returned for analysis, for the power on button, malfunction was observed; found the button is defective; visual inspection concludes that all anti-slip of desk stand were missing. To resolve the issue, fse replaced the review module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the power on button did not work and issue got worsened and customer had to operate it about 10 times before the power could be turned on. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.